Event description:
The applier was used during a laparoscopic cholecystectomy. The clips were scissoring. The vessels or ducts were not severed. The scissored clips were removed laparoscopically. A second device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
F1:user facility box was incorrectly checked on the initial medwatch. No user facility medwatch was received.g3:consumer was incorrectly selected on the initial medwatch.